Manufacturer narrative:
(B)(4).

Event description:
The physician intended to implant a resolute onyx stent. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The target lesion in the proximal lm/cx had severe tortuosity, severe calcification and 80% stenosis. Resistance was encountered when advancing the resolute onyx device. Excessive force was not used during delivery. The device failed to cross. The balloon was not inflated and when trying to pull the device back the stent came off the balloon and remained in the artery. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Additional information received reported that the physician tried a few techniques to remove the stent (double wire / snare / distal balloon). We even tried to crush the stent however there was no option to advance second balloon beside the stent. Decision was made not to operate the patient since high surgical risk <(>&<)> the fact that the patient was completely stable and asymptomatic. In the end of the procedure the artery was open with no flow limitation. Image review: cardioangiogram image shows the target lesion in the proximal left main/ lcx vessel there is evidence of severe calcification. There is also evidence of severe calcification and narrowing evident in the lad vessel and also in the lcx vessel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.